Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the hvr episode had some r-waves being undersensed. Further information was requested, however, as not provided.